Manufacturer narrative:
The pump was received with intermittent up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that she was hospitalized for a high blood glucose of 1,200 mg/dl and salmonella poisoning. The patient was treated for five days. The insulin pump also had unresponsive up and down arrow keys. The patient's blood glucose was 534 mg/dl at the time she discovered the keypad anomaly. The patient treated via insulin pump bolus. The insulin pump will be returned for analysis.